Event description:
It was reported that the 2.75 x 12 mm promus stent was implanted on (B)(6) 2010. On (B)(6) 2011, the patient experienced a myocardial infarction with ischemia. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of ischemia and myocardial infarction (mi), are known adverse events as listed in the promus instructions or use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.